Event description:
Ous MDR - it was reported 109 months after the implantation that oversensing occurred. The proximal part of the lead including the connectors and the yoke was cut and explanted. The distal part of the lead was capped and remains in the patient. No adverse events to the patient were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.